Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact cts if the malfunction occurred again.